Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped charging their ipg since they lost their external devices. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.